Event description:
When using this product as MFR directed, it caught fire and started to melt. Rptr was using it on stomach and it started to smell like burning plastic. Rptr unplugged it and looked under the cover. It had melted in a small circular spot, even through the cover. Rptr called the co and was told to "send them the plug". According to rptr, MFR was rude and confrontational. This product had a 5 yr warranty and rptr had purchased it 6/17/99.